Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400-500 mg/dl at the time of incident. The customer¿s current blood glucose value was 180 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was ok for troubleshooting. The insulin pump will be returned for analysis.